Manufacturer narrative:
Internal complaint number trackwise # (B)(4). Autonumber # (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported during sterilization for hemopro 2 extension cable, tip was found broken. The extension cord connection that hooks into the hemopro broke, so the cord had to be replaced. Not a problem with the hemopro and no patient injury. Another cord was used to finish the case.

Manufacturer narrative:
(B)(4). This is a reusable OEM device; therefore, a lot history review was not applicable. The certificate of conformance (c of c) was reviewed. The vendor certifies that this device lot conforms to all applicable product specifications. The device was returned to the factory for evaluation. Signs of clinical use and no evidence of blood were observed. A visual inspection was conducted. One of the connector collar of the extension cable was broken and sheared off from its original position. The connector collar was dislocated from its original position leaving the inner component part exposed. No visual defects were observed on the inner components. The connector collar was returned separately. Based on the returned condition of the device and the results of the investigation, the reported complaint was confirmed for the failure mode "break".

Event description:
The hospital reported during sterilization for hemopro 2 extension cable, tip was found broken. The extension cord connection that hooks into the hemopro broke, so the cord had to be replaced. Not a problem with the hemopro and no patient injury. Another cord was used to finish the case.